Event description:
It was reported that during preparation of the armada 14 percutaneous angioplasty (pta) catheter (lot number 809417), leakage was observed at the "y valve". There was no damage was noted on the "y valve". The catheter was not used in the anatomy; there was no patient contact. Two additional armada 14 pta catheters with same part and lot number (809417) had the same type of leakage at the "y valve" at the same preparation step. The devices were not used in the anatomy; there was no patient contact. There was no clinically significant delay in the procedure due to the device issue. A fourth armada 14 pta catheter with a different lot number (822331) was successfully used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and analysis confirmed the reported leak at the y connector. It is likely due to a failure of the bond, which causes a breach in the inflation lumen. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.